Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the three visit identifiers were shown as discharge on the server. The technical support specialist (tss) confirmed 3 patients has been discharged and, since there was no response from the customer and no issue found, closed the case. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower patient orders were not crossing over for administration of medication. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.